Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 1 event for thrombosis leading to pulmonary embolism resulting in death. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stents but the catalog and lot numbers are not available. The citation is as follows ¿refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades¿. A copy of the publication is attached to this report. As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the left pulmonary artery, one patient developed significant thrombus and died from massive pulmonary embolism within 48 hours of stent implantation. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Pulmonary embolism accident is a known potential risk associated with implanting a stent in pulmonary artery and is listed in the IFU as such. Pulmonary embolism is a blockage in one of the pulmonary arteries in your lungs. In most cases, pulmonary embolism is caused by blood clots that travel to the lungs from deep veins in the legs or, rarely, from veins in other parts of the body (deep vein thrombosis).the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the left pulmonary artery, one patient developed significant thrombus and died from massive pulmonary embolism within 48 hours of stent implantation. The device will not be returned.